Event description:
Patient was using optiflow high flow nasal cannula delivery system. The patient had been on bipap. Once hooked up to optiflow system (with resmed nasal cannula) the patient desaturated. Upon further inspection, the tubing was torn/ripped.